Event description:
It was reported that a patient presented into clinic after receiving a vibratory notification. High, out of range pacing and hv lead impedances were observed. Loss of capture and sensing were also noted. Device was explanted and replaced.

Manufacturer narrative:
The reported high hv and pacing lead impedance, sensing anomaly, and pacing anomaly were confirmed in the laboratory. The device was tested on the bench and high hv and pacing lead impedance, no sensing, and no pacing were observed. After the product code was downloaded, the device was again tested and the issues were not reproduced. The cause of the reported events could not be determined.